Manufacturer narrative:
The company service representative examined the system and the reported event could not be replicated. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on august 26, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system vacuum would be low at times and high at other times during a surgical procedure. The case was completed with the same system and accessories with no harm to the patient.